Event description:
It was reported that the patients implantable pulse generator (ipg) incision was swelling. Abscess was present on the medial border of the incision. The physician believed it was a potential infected seroma. The patient was drained and prescribed antibiotics. The patient reportedly doing well without signs of infection.